Manufacturer narrative:
The device will not be returned to the MFR for eval. The serial number was not provided, so the device history record cannot be reviewed. Add'l info has been requested from the account. If add'l info is rec'd, a f/u report will be filed.

Event description:
It was reported that the aseptic battery housing opened during arthroplasty surgery in 2009. It is unk if there were any adverse consequences associated with this event. Further info has been requested from the account.